Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the ratchet was not working. The gear and pin in the ratchet were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that unit is not ratcheting properly. Investigation found the ratchet could not perform the up and down motion. No adverse event was reported as a result of this malfunction.